Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that she did know how to code her one touch ultra 2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient told the cca she could not test on the meter because she could not code the meter. She said the issue started two days prior. The patient said she takes insulin; specific information regarding her insulin regimen was not provided. At 6:30 am on original date, the patient said she was shaking and perspiring. She treated herself with food and drink. The cca walked the patient through resolving the cal code issue. This complaint is reported because the patient alleges she could not set the code on her lfs meter and could ot test. Afterward she claims she was shaking and perspiring.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.